Event description:
It was reported that the sample kkcz45 from "(B)(6)" was tested with serology. The test result was positive (yta+) which contrasted with two molecular typing performed on (B)(6) 2024, using the ID core xt assay which provided negative results (yta-) with ID core xt analysis software v3.0.2.13.